Event description:
It was reported on (B)(6) 2026 that a physician who ordered a comfort 3d upper arch occlusal guard for personal use experienced symptoms believed to be an allergic reaction while using the device. The physician stated that the appliance was cleaned prior to trying the fit in the mouth. The physician reported that the device felt slightly tight but bearable. Shortly after placing the appliance on (B)(6) 2026, the physician began experiencing a weird sensation in the throat and decided to remove the device. Upon removal, the physician reported feeling a gluey layer on the cusps of the premolars and molars. The physician stated they touched the material with their tongue, swallowed, and then brushed their teeth. The physician further reported experiencing a terrible headache during sleep that persisted into the morning, at which time they took a pill. The physician stated they do not have strong allergies and rarely experience throat itchiness or soreness when ill, and believed the symptoms were a reaction to the appliance.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).